Event description:
On (B)(4) 2013, a company representative reported the infusion device "turned off." A new battery was inserted, and the same issue occurred 15 minutes later. Follow-up was completed with patient's wife on (B)(6) 2013. Wife reported the infusion device did not properly provide an e2 battery depleted error before it turned off 2 months ago. The battery cover was not loose. Wife reported the battery was replaced, and the infusion device has worked fine since. The alarm history was reviewed, and there were no relevant alarm/error messages within that time frame. The infusion device, battery, and battery cover were requested for evaluation. No physiological effects were reported, and the patient did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
As the product has not been returned for investigation and the production data complies with the specifications, the complaint could not be replicated. Production reports were reviewed. (B)(4): device was not returned to manufacturer.